Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 11/17/2016 that on (B)(6) 2016, the patient experienced no alerts and a hypoglycemic event. The date of the event is an approximation. Patient reported she did not hear alerts and woke up at the hospital. No additional patient or event information was provided. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.